Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1. Initial reporter phone #: (B)(6). There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there was 1 tube missing the label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there was 1 tube missing the label. No adverse impact was reported regarding the patient or user.